Manufacturer narrative:
After further review of additional information received the following sections b4, b5, b6, b7, d1, d4 catalog number, g3, g4, g5, g7, h2 and h6 have been updated accordingly. In a review of the labeling it is a known complication that there are device specific risks of fracture, migration, loosening, subluxation, or dislocation of the prothesis or any of its components, and any of which may require a second surgical intervention or revision. Revisions or surgical interventions are a known complication found in joint replacements. Anterior instability has been found to be associated with subscapularis tendon failures. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues of the devices. The cause of patient dislocation of the shoulder joint devices is most likely due to the patient's underlying conditions, to include the weak subscapularis. This device is used for treatment, not diagnosis. No information has been provided a4, a5, a6 and d6. Without serial number unable to provide expiration date (d4) and manufactured date (h4). Corrected data: no device evaluation pending.

Event description:
It was reported from the united kingdom that a patient experienced a revision surgery of shoulder devices due to dislocation. The patient had a repeat dislocation of shoulder replacement devices, she was assessed for and converted to a reverse shoulder. The shoulder was dislocating anteriorly, the subscapularis muscle was very weak. The replicator plate was readjusted, and a bigger head device was trialed to increase the tension, but it was found that the glenoid was also marginally anteverted. Upon assessment and trialing, the surgeon said the construct was unstable and decided to convert to a reverse shoulder. The stem was fixed with no movement. The cemented pegged glenoid was removed and came out as one piece, then the construct was converted to a reverse shoulder using a 38mm build up. The case proceeded as planned and the surgeon was very pleased with the outcome. There is no indication or complaint that the device malfunctioned. No additional information has been provided. This is one of four products involved with the reported event and the associated manufacturer report numbers are 1038671-2017-00402, 1038671-2017-00404 and 1038671-2017-00405.

Manufacturer narrative:
Pending device return and evaluation.

Event description:
Revision of shoulder components due to repeat dislocations.